Event description:
It was reported that the rod broke 4 weeks post op. No revision surgery is planned at this time. Pt has scoliosis.

Manufacturer narrative:
Device remains implanted, product return is impossible. Unable to determine the cause of the event.